Manufacturer narrative:
.

Event description:
Procedure type: lap donor nephrectomy. According to the rptr, the right kidney was fully dissected and ready for the artery and vein to be divided and the kidney removed. Because the artery was bifurcating behind the inferior vena cava, it was elected to divide the vein first, to enable better access to the full length of the artery. The stapler was applied to the renal vein immediately at its junction with the ivc; however, there was a large amount of bleeding and was not possible to get the necessary visibility to apply clips to the renal artery. The incision was increased to control the bleeding and complete the operation. It was reported that staple line on the ivc was intact but a staple line could not be seen on the renal vein side. Total estimated blood loss is 1.8 liters, for which the donor required blood transfusion, but made a progressive postoperative recovery. The donor kidney was transplanted and worked initially but subsequently thrombosed and was removed 2 days postoperatively.